Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0229291291, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (10 mg/ml, 1,600 mg/day) via implanted infusion pump. It was reported that there was a tear at the surface of the catheter. At the time of explanting the catheter, it was evident that the outer layer of the catheter was torn, without causing any problem, but the doctor thought his report was appropriate. The catheter was being replaced due to a possible occlusion, when the tear of the outer layer of the catheter was evidenced. The issue was resolved at time of report. The event did not lead to or extend patient hospitalization. The patient's status was alive - no injury. The patient's age and weight were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) providing the pump serial number and implant date. It was reported that the patient did not experience any symptoms related to the event. The patient was being explanted for a catheter obstruction that was evident in the spinal segment and this tear was a secondary observation. The obstruction was confirmed after the catheter was explanted in the spinal segment.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0229291291, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported increasing pain in their lower back and leg. The issue was reported as resolved without sequelae.